Event description:
It was reported to medtronic minimed that the customer experienced buttons of the insulin pump were unresponsive. The customer reported no adverse event. The event involved product(s) unk_ngp. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for unk_ngp.